Event description:
Event reported by company representative. Patient's spouse had called to report to the representative that pt's pump had been refilled on a friday and pt had been "out of it and hard to arouse" on saturday. Pt was admitted to the hospital and the pt was told the "pump malfunctioned." Physician had not been present at refill and there was teaching going on during the refill with a lot of confusion. Spouse upset and feels that they are not "getting answers." Pump had been working accurately for 1 year. Follow up with representative indicates that pt recovered from the event and apparently continues to be doing well wtih the pump. No explant or other intervention done.